Event description:
It was reported that the patient had an unscheduled visit due to an inappropriate shock. It was found that the rv (right ventricular) lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the right ventricular (rv) lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that there was oversensing of the right ventricular (rv) lead; non-physiologic / sic (short interval counts) oversensing. There were two ventricular nst (non-sustained tachycardia) less than or equal to 180 ms on (B)(6) 2007 at 12:56:33 to 12:59:16. There was ventricular short interval count (v-sic) equaling 1 ,014,398 counts, in 45.63 days, between (B)(6) 2007 19:14:25 and (B)(6) 2008 10:23:35.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database. Europace. 2016;18(9):1391-8. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed in which it was further reported that the right ventricular (rv) lead exhibited a fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.